Event description:
It was reported that the 2800 system table would not move and the leg extension would not come off. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation.